Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be physically damaged inductors, designator l4 and l9. The damage was caused by the ac input assembly crashing into the parts and disrupting the battery charging circuitry.

Event description:
It was reported that the device showed connected to ac power but failed to charge the installed battery. There was no pt use associated with event.